Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The patient treatment was not reported. The cause of the peritonitis was unknown. The patient was still hospitalized but was reported to be recovering from the peritonitis at the time of this report. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. This is the same patient was (B)(4).

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h13h18018 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.